Event description:
It was reported that a cgm error occurred, specifically error 42. There was no reported impact to the customer's blood glucose level. Due to an unresponsive touchscreen, troubleshooting was not possible, and the customer was sent a replacement pump.